Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician performing the procedure was a trainee under guidance of a proctor. After a recapture of the wds, the physician attempted to gain more depth for better positioning, however the physician inadvertently moved the sheath forward in the appendage prior to unsheathing the flx ball. The device was deployed in what appeared to be the distal lobe, however the device was actually deployed in the pericardium, leading to perforation and pe. Cardiothoracic surgery was performed to repair the perforation and remove the watchman device. The laa was clipped with a non-boston scientific clip device. The patient is reported to be doing well, sitting up in bed, active and alert.